Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous distal right coronary artery. A 3.0x12mm nc quantum apex balloon was advanced for treatment and inflated three times. The first inflation was at 14 atms for 20 seconds, the second inflation was at 20 atms for 20 seconds and the balloon ruptured upon the third inflation at 20 atms. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).